Manufacturer narrative:
H4: returned lot 23b005 was manufactured from february 6, 2023 - february 9, 2023 the customer returned four (4) samples with lot 23b005 for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were within product specification. The reported condition was not verified. A batch review was conducted for returned lot 23b005 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Update made to d1: brand name: folfusor (previously submitted as ni). Update made to d4: catalogue #: 2c4063k (previously submitted as asku). Update made to d4: lot #: 23b005 (previously submitted as asku) . Update made to d4: UDI #: (B)(4) (previously submitted as ni). H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown elastomeric device underinfused; further described as only 50% infused. There were no kinks and the peripherally inserted central catheter (PICC) line flushed well. The device had been filled with flucloxacillin 8g. The issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.